Manufacturer narrative:
The investigation found the following: crack on the side of yellow sensor. Testing of sensor on system. Sensor functions as expected. When reservoir level goes below protected level, pump stops. When reservoir returns above protected level, pump resumes spinning. Root cause unknown.

Event description:
The level sensor was not triggering when the volume dropped below protected. This happened during setup for a procedure (i.e., no patient involved).